Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient¿s spouse had a magnet that he used on his old pain stimulation device to power it on and off. It was reported on one occasion, the patient¿s pump was shut off because of that magnet. It was noted after that she got the magnet out of her house, so she would not be near it. The event date was asked but unknown and patient symptoms were not reported.